Event description:
Boston scientific received information that this pacemaker exhibited a remaining longevity of one year. At follow-up approximately six months earlier the remaining longevity was three years. It was noted the patient has an atrial arrhythmia but was it was being undersensed. There was a concern the battery was depleting prematurely. Boston scientific technical services (ts) discussed how the device calculates remaining longevity and variable changes (i.e. Pacing percentage, outputs, etc) can effect the remaining longevity. It was noted that automatic capture (ac) was programmed on and the device was in retry at a higher output. Ts discussed fusion could occur if the patient was in atrial tachycardia with random conduction, this in turn could cause the device to go into retry. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device will be reprogrammed to a fixed output and the patient will be seen in clinic in a month. This investigation will be updated should further information be provided.